Event description:
Customer reported that a relatively new battery, manufactured the fourth week of 2009, was not working in multiple devices. It was reported that the device powered on with the battery, beeped once and powered off. There was no report of patient use associated with event.

Manufacturer narrative:
(B) (4): physio-control sent customer a replacement battery under warranty. Further component root cause of battery failure could not be determined since it was not returned for analysis. Physio representative evaluated/repaired the device for other reasons thereafter and confirmed proper device operation through functional and performance testing before returning the device to customer for use.